Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, the patient experienced an allergic reaction. In (B)(6) 2012, the patient received a veriflex bare metal stent. An unknown period of time later, the patient reported being rushed to the emergency room. The patient reports she could not breathe, had "flowing up with fluids", mucous in the lungs, bronchi and nose. The patient reported this condition did not exist prior to stent placement. The patient has a nickel allergy. The patient is currently fine.